Event description:
It was alleged by the customer that the obstruction sensors malfunctioned, which could allow the bed to be lowered onto an obstruction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been repaired and returned to service.

Event description:
It was alleged by the customer that the obstruction sensors malfunctioned, which could allow the bed to be lowered onto an obstruction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.